Event description:
The hcp reported that the pump was explanted and replaced after 53 months. "Pump found twice in off mode; pump also ran dry at one point; patient refilled then patient had overdose symptoms. Family states patient had MRI and 'other procedure'".